Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had been trying to call a pain clinic to have a manufacturer's representative (rep) meet her but no one will call her back. The patient reported that the issue was resolved, it was just a one time thing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they started charging ins and suddenly felt a surge in stimulation and legs and back started twitching and then it stopped. Patient said that then insr showed a screen that they hadn't seen before (patient couldn't recall the screen). Patient hasn't tried to charge ins since this happened. During the call patient services tried walking the patient through trying to charge ins and the patient said that insr doesn't have a green button on the front. Patient said that they are suppose to have a MRI today (patient confirmed unrelated to mdt device) so the patient tried to communicate programmer w/ins and received poor communication. Patient services advised patient to take all of their equipment and meet w/a mdt rep to have diagnostics ran with ins and help w/patient education.

Event description:
Additional information was received from the patient. It was reported that she noticed a while ago maybe a month she cannot charge her stimulator, the last time she tried to charge she put the pad on her stimulator and started the recharger by pressing the gray button her leg was jumping all the way down to her toes and a little up her back then it stopped like a short circuit. Patient said she realized when she needed an MRI for her ms (which she had prior to getting the stimulator) and tried to recharge in order to get the MRI. Tried to work with pt and her equipment to use the ins recharger but patient said the insr did not have a green button.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they haven't been in contact with hcp and was sent a list of pain doctors from rep. Issue has not been resolved. Cause was undetermined. Patient reported weight at time of event was 98 lbs.